Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission observed the right ventricular (rv) lead will oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.